Event description:
During an egd procedure, the physician used a wilson-cook tri-clip endoscopic clipping device. The physician advanced the device through the accessory channel of the endoscope and closed the clip on the tissue site. At this time, the clip would not release from the clip deployment device. The endoscopic clip and the clip deployment device were removed from the body simultaneously. The pt was reported to be in stable condition.